Manufacturer narrative:
Remote monitoring data was reviewed by boston scientific technical services (ts). There was a change in the rv pacing impedance measurements approximately one year ago. The pacing impedance measurements have frequently been out of range since (B)(6) 2017. The patient is not pacemaker dependent. Ts recommended additional troubleshooting to further understand the issue. No additional information is available at this time. If additional information becomes available this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and another manufacturer's right ventricular (rv) lead exhibited high pacing impedance measurements greater than 3,000 ohms. Intrinsic sensing and pacing threshold measurements were within normal limits.

Manufacturer narrative:
At this time the device has not been returned to boston scientific for analysis. There is no additional information available. If further information becomes available, this report will be updated.

Event description:
Additional information was received that surgical intervention was performed and the device and rv lead were explanted and successfully replaced. No additional adverse patient effects were reported.